Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon with a 4fr sheath and 0.014 non-medtronic guidewire during treatment of the patient¿s anterior tibial artery. IFU was followed. The device was not passed through a previously deployed stent. Balloon deflation difficulties are reported. It is reported that difficulty was noted when attempting to remove the balloon following balloon inflation. A break/fracture is reported on the balloon. It is reported a coronary stent system was implanted to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information received: lesion was in the distal anterior tibial artery. Lesion has total occlusions approx. 5cm. Balloon inflated to 7atm. No damage to pac kaging. No problems removing the device from packaging. No deflation possible with a normal pressure syringe. Partial deflation was only possible with a 50 ml perfusor syringe. The balloon could not be completely deflated. It is noticeable that initially, with the inflation on nbp 7 mm, the balloon did not contrast. This only happened in a few seconds. Device deflation was very long. A few minutes with a 50 ml syringe. No resistance encountered when balloon expanded. No excessive force used. No components of device detached within patient, however, the placed balloon could not be partially removed from the lock/ sheath. The sheath had to be removed. All components removed from patient. Patient age and weight was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the amphirion deep device was removed from the sheath with no difficulty. Visual inspection of the device shows that the balloon did not return on the device. Destructive testing was carried out on the returned 4fr sheath, but the balloon was not inside and therefore was not returned for analysis. During visual inspection, kinks are noted on the catheter shaft at approx. 123.5cm and 137cm distal from the strain relief. The outer shaft is noted to be detahced at approx 2.4cm proximal to the proximal markerband. Both marker bands are visible and intact on the catheter shaft. Damage and stretching noted to the distal tip of the device (photo 10). No functional testing could be carried out due to the condition of the returned device and with no balloon received for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.